Event description:
It was reported that a small volume intermate had a black fiber on the reservoir. The device was filled with colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured from december 12, 2014 ¿ december 17, 2014. The device was received for evaluation. Visual inspection noted a single black particle approximately 0.02 square mm in size, embedded in the material of the stressmember. The reported condition of particulate matter was verified; however, the particle was not in the fluid pathway. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.